Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient order did not cross over to the station. A technical support specialist confirmed that the user successfully pulled the medication and no longer experienced any issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis medstation system, the order placed in epic but when clinician tried to obtain from system it was not available under patient's account. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.